Event description:
A pump alarm 20a was reported during the load process, and there was no adverse impact to the customer's blood glucose level. Although the caller attempted to load a new cartridge following proper technique, the cartridge alarm recurred, and insulin therapy was not resumed. Technical support decided to replace the pump as it was under warranty. The customer was instructed on the backup therapy of multiple daily injections (mdi) and provided with guidance on putting the pump into storage mode before returning it. The customer acknowledged the instructions and agreed to return the faulty pump using the pre-paid label within 10 days.